Manufacturer narrative:
The lot number was not provided/known. The device was requested and not returned.

Event description:
The doctor reports that certain gold-tite tm hexed screw keeps loosening.

Manufacturer narrative:
One certain gold-tite tm hexed screw was returned for inspection and was examined visually by the naked eye. The collar, drive feature, and body are noted to be slightly worn, indicating use. Screw remains functional. No lot number was provided therefore no DHR was reviewed. A definitive root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
Device was received may 26, 2017.